Event description:
Co has been informed by the MFR that the subject device is not a tissue expander as stated in the legal claim. The device is a mammary implant an an MDR has been submitted by the MFR two and half years ago. The device was not distributed by co.